Event description:
On (B)(6) 2025, the patient underwent endovascular procedure to treat an abdominal aortic aneurysm using a gore® excluder® conformable aaa endoprosthesis device and gore® excluder® aaa endoprosthesis devices. Reportedly, the main body was deployed with no issues, cannulated gate, then the contralateral limb measurement done with a run to confirm distal landing zone in the right common iliac artery (rcia) - the length measurement was between the 2 graft lengths (11.5cm & 13.5cm) - the physician decided to use the longer limb and concertina up 10mm if required. Visualization was difficult as there seemed to be overlap. The consultant was comfortable with the landing zone marked on the screen by the radiographer but given there was arterial overlap in the angiography. It was difficult to see where the right internal iliac artery (riia) came off the right common iliac artery. The doctor was advised that there was a 'double shadow' and that it was believed the internal was coming off higher than the physician thought. The physician disagreed and believed it was coming off approx 15mm distal to where suggested the vessel origin was. The radiographer marked the screen for the surgeon as requested and then the plc201400 device was deployed with no perceived issues at the time. The ipsilateral limb extension was deployed with no issues. The final imaging run was taken and the physician noted that the right internal iliac artery was not filling and had been partially covered by the device given limited flow to the artery. No on-table adverse event noted for the patient, however this was unplanned event to cover the riia. The physician does not plan to do anything to restore the flow and is monitoring the patient. It was confirmed that there was no problem with any devices at all. The patient tolerated the procedure.

Manufacturer narrative:
H6. Code c21: a review of the manufacturing records of the device is going to be conducted. The investigation is in process. The device remains implanted and is not available for analysis. Images were provided for analysis. The investigation is in process. Further information will be provided. Code f28 ¿ was used to cover that the physician does not plan to do anything to restore the flow and is monitoring the patient w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B6: imaging evaluation was added. H.6. Code c19: a review of the manufacturing records for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for analysis. Code f28 ¿ was used to cover that the physician does not plan to do anything to restore the flow and is monitoring the patient.